Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
Note: this report pertains to the first of three rx needle knife xl used in the same procedure. It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum in front of the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, when the handle was actuated, it was observed that the physician could not extend the needle as the device had no needle. Afterwards, it was noticed that the pull wire in the handle was broken. A second rx needle knife xl was used; however, there was no needle when the handle was actuated and the pull wire in the handle was broken. A third rx needle knife xl was used and was also reported to be "broken". The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the second complaint device outside the patient was provided by the customer and shows the pull wire in the handle was broken and kinked.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at the handle section, consistent with the findings based on the media inspection. An x-ray inspection was performed, and the images revealed that the wire was broken and kinked. Additionally, the working length (hypo tube transition) was bent. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the wire was broken and kinked at the handle section. However, the reported code needle failure to extend was not confirmed as the functional inspection cannot be performed due to the broken wire. Based on the condition of the device, the problem found could have been generated due to handling and manipulation of the device during its use that can lead to kink/bend of the working length at proximal section. The kinked working length at the proximal section could have caused some friction on the cutting wire during the handle actuation leading to kink the wire and then break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two rx needle knife xl used in the same procedure. It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum in front of the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, when the handle was actuated, it was observed that the physician could not extend the needle as the device had no needle. Afterwards, it was noticed that the pull wire in the handle was broken. A second rx needle knife xl was used; however, there was no needle when the handle was actuated and the same problem happened, the pull wire in the handle was also broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the second complaint device outside the patient was provided by the customer and shows the pull wire was broken and kinked.